Event description:
The manufacturer received the product for evaluation with no documented reason for device explant or return. Upon further investigation in the company device registration system, it was learned that the patient had expired in 2006. The patient's hcp had no further information on the patient cause of death and no additional information was provided. It appears the patient may not have been seen by the following physician since 2004.

Manufacturer narrative:
Final device analysis results reveal no anomaly found normal device function.